Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the surgeon flipped the endoscope from down to up, but the endoscope did not physically rotate. Thus, they were having inverted image and inverted instrument movements. They solved the issue by removing the endoscope, rotating it manually and reinserting it again. After doing so, they continued with the procedure as planned. The customer inquired about how the issue had occurred. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the error logs, but there were not any engagement errors associated with an improperly seated sterile adapter or endoscope engagement. The tse asked the caller whether they could hear any unusual noise when rotating the endoscope manually, which the caller stated they would verify when clinically possible. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis found binding to the attached endoscope adapter (aea). In addition, the endoscope was found to have strain relief on the integrated connector (ic) housing.